Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the cartridge did not send staples. A new cartridge was opened to complete the case. There was no reported patient injury.